Manufacturer narrative:
It was reported that all hardware was removed in a revision surgery due to pain. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The device was not returned for evaluation, however there was no report of device malfunction or injury related to the tmc device(s) and the intended bones were confirmed to be fused. Although a number of factors could have contributed to the pain experienced by the patient, additional information indicates the pain the patient experienced was nerve pain unrelated to the hardware based on the surgeon's medical opinion. No malfunctions have been alleged/found with any tmc hardware nor was it a determining factor for performing the revision. The company will supplement the MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2019 due to pain. There was no other report of any patient impact or injury as a result of this event.